Event description:
It was initially reported in clinic notes that the patient is believed to have sleep apnea. The physician feels there is a strong likely hood that the patient had obstructive sleep apnea. The patient was reported to need a sleep study and it was reported that there was a possibility of vns-induced central sleep apnea which needed to be considered. Follow-up with the treating neurologist indicated that the patient still had not had the sleep study to confirm the sleep apnea and to rule out vns as a contributing factor to the sleep apnea, if present. The office does not believe the sleep apnea was related to vns as patient has several co-conditions (not specified) that are likely causing but sleep study had not been performed so they were not certain that it was not related. Diagnostic were within normal limits. No medication or programming changes noted prior to onset of the event. It was later learned that the patient had moved and was no longer followed by the previous office. The patient had not had a sleep study prior to moving. The patient had not been established with a new neurologist although attempts have been made to encourage her to get established with a new neurologist and get a sleep study. No further information has been able to be attained regarding the patient and the suspected sleep apnea.